Event description:
The pt underwent a pocket revision due to the ins shifting and causing discomfort. He subsequently experienced shocking sensations with positional changes in his legs. A fluid leak at the lead/extension connection was suspected. The lead was replaced. The pt underwent reprogramming and is still experiencing the sensation. No surgical complications were reported.

Manufacturer narrative:
See scanned page.